Event description:
It was further reported that pocket erosion was also present. The patient did receive antibiotics preoperatively. The physician confirmed the primary location of the infection was the device pocket. A culture of the pocket revealed (B)(6). The patient received intravenous antibiotics. A partial device system explant was done (unknown which devices). The infection resolved.

Event description:
It was reported that the patient experienced an infection of the device pocket with the adaptor. The skin was broken, but it was unclear where. A culture was taken, but the results were not reported back. As of the time of the report, the patient was still in the hospital, receiving "antibodies" (presumed to be antibiotics). The patient's settings were back to normal and the patient was symptom free of dbs symptoms. Additional information was requested.

Manufacturer narrative:
Extension (B)(4), serial# (B)(4), implanted: 2007 (B)(6), explanted: na, extension 7482a51, serial# (B)(4), implanted: 2007 (B)(6), explanted: na. Programmer: 37642, serial# (B)(4). Lead 3389s-40, lot #v012838, implanted: 2007 (B)(6), explanted: na. Lead 3389s-40, lot# v012838, implanted: 2007 (B)(6), explanted: na. (B)(4).

Manufacturer narrative:
(B)(4).